Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 24 days after the dental implant was installed in intraoral region #21, it was verified its non-osseointegration. A 32 ncm of primary stability was achieved and immediate load was performed.